Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (257-444 mg/dl). Troubleshooting was performed & customer noticed air bubbles at the luer lock. Air bubbles were successfully expelled during troubleshooting & insulin delivery was resumed.